Event description:
It was reported to philips that during a CPR training with a defibrillator dfm100, the preset energy doses were not delivered as set. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4) has been identified as a duplicate of (B)(4) and has been processed accordingly. Child (B)(4) under parent (B)(4) has been submitted with report reference no.:3030677-2024-00942 and, with received mdn reference no.: 2321c763-4d75-11ef-c5d6-000031d32ff0@hpp. Please refer to (B)(4) for the full investigation of this issue.

Event description:
(B)(4) has been identified as a duplicate of pr#4437372 and has been processed accordingly. Please refer to pr# (B)(6) for the full investigation of this issue.